Event description:
It was reported that while using the excelsius gps system, the case was aborted due to merging issue.

Manufacturer narrative:
Investigation of the case logs showed that the user correctly identified a navigational integrity issue with the si-lok merge and elected to re-attempt the pre-operative registration several times. While re-registering the patient, the user was unable to obtain a pre-operative registration that did not contain shifts in the si-lok merge. The pre-operative merge can be more difficult to obtain depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity issues and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The user opted to abort the placement of the si-lok implants and only place implants at l2-s2 using the pre-operative registration that did not contain any merge shifts. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained.